Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient underwent bilateral explantation and replacement with catalog number 3502450; serial number 9410599-013 on the left side and with catalog number 3502450; serial number 9411925-039 on the right side on 5/1/2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/2/2020, device evaluation was completed. Device evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed deflated. The device was received for analysis and during the visual evaluation, a tear was observed on the posterior aspect, measuring 2.5 cm. Microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. A skin reaction is a noticeable change in the texture and/ or color of the skin. This can include bumps, scales, pustules or redness that can be inflamed, irritated, painful, or itchy. This can be due to a variety of factors such as infections, heat, allergens or immune system disorders. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/27/2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/2/2020, mentor became aware that the date of surgery is (B)(6) 2020. Hence, following fields have been updated on this form: - is required intervention has been selected under section b; field b2 - field d7 explantation date has been updated to (B)(6) 2020. - field h6 patient code "no code available" has been added - field h6 method code has been updated to "device not returned" manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/21/2020, photo evaluation was completed. Upon visual evaluation of the image provided in the complaint, the implant was observed deflated. As the product involved in this complaint was not received, the device couldn´t be analyzed according to the procedures. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Swelling is a temporary normal post-operative condition. Depending on presentation, delayed swelling may require additional work-up by the surgeon. Swelling is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Concomitant medical products: right side; 450 cc mentor smooth round moderate plus profile; catalog number: 3502450; serial number: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female patient underwent primary breast augmentation with 450 cc mentor smooth round moderate plus profile and was presented with left side breast implant deflation and local reaction. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.